Event description:
It was reported by the patient that their right ventricular (rv) lead was defective. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID v268, competitor implantable cardioverter defibrillator, implanted: 2007-(B)(6), product ID 1788t, competitor implantable pacing lead, implanted: 2007-(B)(6). (B)(4).